Event description:
It was reported that the right ventricular lead did not appear to be capturing. Review of the telemetry strip revealed the lead was capturing, however, there was artifact noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.